Event description:
It was reported that during transport, the ventilator stopped delivering pressure with an audible alarm after the patient coughed up thick bloody sputum . The patient was manually ventilated while the circuit was changed and the ventilator was powered down. The ventilator was attached to a new circuit and restarted on the patient without further issue. No patient harm reported.